Event description:
Customer called to report the pump had frozen in the prime mode and the status screen indicated to rewind the pump. It was stated that customer had attempted to rewind several times and got the same results. Customer realized that customer was connected to the pump during priming and customer's blood glucose dropped. Customer treated low blood glucose and the reading of blood glucose came back up. Also it was stated that all the insulin was used due to repeated primes and the reservoir was refilled. It was requested that the customer disconnect at the quick release to start the rewind process.